Event description:
The pin collet was sent for eval because metallic dust was suspected from the device. During eval of the device, metal shaving was coming out of the collet during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device and the drive shaft was scored. Please note that the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.